Event description:
Md's emergently placed central line. Central line had a hole in the tubing. Central line had to be replaced over wire, which resulted in patient having an extra x-ray and delayed infusion of vasopressors/boluses via the central line.